Event description:
Same patient as (B)(4). This is report 4 of 4. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, the patient was constipated. On an unknown date, the patient experienced peritonitis. The peritonitis was possibly caused by the constipation; however, the exact cause was unknown. The patient was hospitalized for peritonitis. Treatment included an unknown antibiotic. Pd therapy was ongoing. The patient was discharged from the hospital and has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12j01053. No exceptions were observed that were related to the reported condition.